Event description:
On (B)(6) 2010, a (B)(4) female patient had what is described as "bilateral mastectomies with first stage reconstruction with tissue expanders." On (B)(6) 2010, the patient developed signs of an infection of the left breast: cellulitis, seroma, and a fever of 102 degrees fahrenheit. The patient was treated with ciprofloxacin. On (B)(6) 2010, cultures of the fluid were taken and grew (B)(6). As of (B)(6) 2010, the patient is listed as "improved". Dose, frequency & route used: single use, 64. Therapy dates: (B)(6) 2010. Diagnosis for use: soft tissue repair.

Manufacturer narrative:
Additional lot #0030905637. Additional exp. Date: 01/22/2013.